Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device related to this event: pxc161200/(B) (4).

Event description:
On (B) (6), 2010, the pt was treated electively for an abdominal aortic aneurysm using gore excluder aaa endoprostheses. The aortic neck length measured about 13 mm, and the neck angle measured approximately 60 degrees. The gore excluder aaa trunk-ipsilateral leg component and the gore excluder aaa contralateral leg component were placed without incident. Upon completion, the proximal end of the trunk-ipsilateral leg was ballooned using a q50 stent graft balloon. The trailing end of the balloon inflated in such a way that the proximal end of the graft moved distally and expanded into the aneurysm sac. It was not possible to re-position the graft or extend it proximally; therefore, the pt was converted to open surgical repair. The devices were explanted and replaced with a surgical graft. The pt tolerated the procedure. No complications have been reported.